Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support.